Event description:
Patient reported inaccuracy with their surestep meter readings. The surestep meter was giving a higher blood glucose level while the pt was having hypoglycemia. During a comparison, the patient's meter read 152 mg/dl while a laboratory meter of unknown brand read 62 mg/dl. Comparison was done within 10 minutes. No allegation of harm. The meter was not cleaned properly, alcohol was used to clean the optics, a practice which is warned against in the instructions for use.